Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix would not extend and the stylet could not come out of the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. The helix of the lead was extrinsically bent and compressed. Visual summary analysis of the lead indicated stretching. Analyst noted that visual inspection found the distal conductor distorted/pulled, stretched/overstress caused stylet stuck in lead. The helix could not be extended due to the drive shaft lug stuck behind the retraction stop/over-retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.